Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep13 probe from lot # f1183310d was received in fair condition. Use in a procedure was evident on the probe. The was probe connected to a holster for functional evaluation. Using chicken breast as a medium, the device was unable to obtain samples. Further visual inspection found breast tissue clogged in the device cutter. Once the cutter was cleared, the device obtained samples as designed. The customer holster was not returned for evaluation. Based on product knowledge, the reported event could be caused by a lack of vacuum. Without a customer holster, a root cause cannot be confirmed. The initial voice of the customer received on 5/30/2018 was deemed not reportable as no patient consequence was noted. However, due to the discovery of the tissue, during the device evaluation on 8/21/2018, this event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products, inc. Has received a report from the sales representative stating, "during the procedure, the mep13 probe did not pick up samples. The procedure was completed with another device". This has been documented in our complaint system as record # (B)(4).